Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the last blood glucose recorded in the blood glucose meter was 211mg/dl at 11:00am and 476mg/dl four hours later the day of the event. It was stated that the funeral home had the insulin pump and some of the details could not be provided. It was stated that the customer was lethargic, sleepy, and had numerous health problems. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.